Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Due to the lack of additional cartridges, the customer temporarily switched to manual injections for insulin delivery while waiting for a replacement cartridge pack to be sent by technical support.